Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the ok button is sticking causing the screens to scroll and the patient is having a difficult time completing prime steps. Priming was finally completed after multiple attempts. This button issue allegedly began about 2 weeks ago and has gotten worse. The keypad is reportedly intact. The pump is worn in a pocket and not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): on investigation, the keypad was fully intact without peeling or visible damage. The ok and down arrow keypad buttons had intermittent response when pressed and required excessive force to evoke a response. All the other keypad buttons are appropriately responsive and have normal spring back or click. The keypad cover was removed and revealed the ok and down arrow key contacts were misaligned. There was also visible contamination under the key contacts.